Event description:
Healthcare professional (hcp) reports a patient with 2 episodes of peritonitis. The first incident occurred in 2001 and the patient was noted to have cloudy effluent and abdominal pain. Patient was treated with cefazolin 500mg intraperitoneally (ip) loading dose and cefazolin 125mg/l maintenance dose for 7 days. A week later, the medication was changed to vancomycin 2 gm. Loading dose and vancomycin 1 gm ip weekly for 2 weeks, maintenance dose. The hcp verbalized that the reported incident may be attributed to user error, as patient does not observe aseptic technique with proper handwashing. The second peritonitis incident occurred 2 months later. The patient was seen in the emergency room and was noted to have cloudy effluent and abdominal pain. The patient was treated with vancomycin 2 gm. Loading dose and vancomycin 1 gm ip weekly for 2 weeks, maintenance dose. The patient has recovered per the rn.